Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, loss of capture and pacing inhibition. A lead integrity issue is being suspected; however, it has not been confirmed. A system revision was performed, a temporary wire was implanted, and it was decided to explant and replace the device. During the procedure, it was determined that no integrity issues were observed on the lead. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.